Event description:
The user noticed differing troponin t recovery for the two elecsys 2010 analyzers at the site and provided data from a pt comparison. Of the data provided, the results for one sample were discrepant. The result from (B) (4) was 0.049 ng per ml and the result from (B) (4) was 0.037 ng per ml. The result of 0.049 was reported. The field service rep determined there was problem with the tip pick up and adjusted the step 1 position for the tip pick up. To verify the analyzer operation, he ran qc, precision and performance tests with results within specifications.